Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, small vessel infarcts were seen within the left cerebellum, bilateral frontal lobes and the left occipital lobe with a possible relationship to the ace catheter. The patient expired on (B)(6) 2014 due to sepsis associated with a urinary tract infection.

Manufacturer narrative:
Conclusion: re-occlusion is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The hospital discarded the device.